Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum depression. Previously administered products included for an unreported indication: paxil. Concurrent conditions included obesity. Concomitant products included propacet (darvocet) from 28-jun-2007 to 3-jul-2007. In june 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), gastric infection ("infection (other) describe: stomach"), psoriasis ("rashes or skin conditions type: psoriasis of hands"), rash ("rashes or skin conditions type: stomach, feet"), bladder disorder ("urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), pelvic adhesions ("other injury(ies) or complication (s) please describe: adhesions") and endometriosis ("other injury(ies) or complication (s) please describe: endometriosis."). On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain, belly button pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery ((B)(6) 2008 via supracervical hysterectomy (uterus only) and on nov2009 via bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, menorrhagia, vaginal haemorrhage, female sexual dysfunction, gastric infection, psoriasis, rash, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain upper, pelvic adhesions and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, gastric infection, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic adhesions, pelvic pain, psoriasis, rash, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Current weight 207 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Hysterosalpingogram - on 2-oct-2006: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-aug-2018: pfs received events "abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse),infection (other) describe: stomach, rashes or skin conditions type: psoriasis of hands, stomach, feet, bladder or urinary problems or changes, migraines / headaches, nausea,dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, stomach pain, adhesion, endometriosis" were added. Reporter, patient and product information added. Lab data added. Historical drug and condition added. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (removal surgeries). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: she was forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.